Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the cuff is not inflating. It appears that the inside of the pilot balloon is sticking together. This occurred during use. There was no reported patient harm/adverse event.

Manufacturer narrative:
Device evaluation: two devices were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed. The probable root cause was unable to be determined.